Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The pump was returned to the biomedical engineer department was an unsigned note that stated, "does not alarm and audible alarm failure." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone while on the high and low volume settings. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.